Event description:
It was reported that a model 106 generator was found at end of service when the generator was first attached to the lead during interrogation outside of the pocket during replacement surgery. This occurred twice. Generator diagnostics were then performed followed by an additional interrogation which showed a green and full battery status indication. Bipolar electrocautery was used in opening the patient's chest but at a very low frequency. And it was noted that at no time was the new 106 device anywhere near the electro-cautery. The surgeon also denies the hex screw driver coming in contact with the device as well. It was mentioned that the generator was submerged in a cold solution prior to the procedure but this has not been confirmed as the cause of the battery depletion. The design history record was reviewed. The generator passed all specifications prior to distribution. This generator would not have been laser routed. No additional or relevant information has been received to date.